Event description:
A customer reported a 50 ml cryocyte freezing container was observed to have breakages after vapor phase storage. The customer described the break as a starburst and stated the bag was in many pieces. Because the customer freezes umbilical cord blood from undirected donors for reserach purposes, there was no pt impact related to the bag break. The customer stated the fill volume of this bad did not exceed 30 ml. The bag was cooled in a controlled rate freezer prior to storage in liquid nitrogen vapor phase. The customer froze and stored the 250 ml bag in the same metal cassette as a 50 ml bag. This bag breakage was reported in conjunction with three other breakages. Altogether, four bags total from the same freeze/thaw process were observed to be broken.